Event description:
The handset of the lift was dropped by the nursing staff when lifting a pt. The hoist continued to raise un-assisted and resulted in the pt receiving a strained arm. One person involved.